Manufacturer narrative:
Several attempts have been made to reach the customer for additional information regarding the alleged injury, but to date, the attempts have not been successful.

Event description:
It was reported that the footboard lid was missing and the patient allegedly cut their foot on the metal footboard hinge. The severity of the alleged cut and whether or not any medical intervention was required is not known.